Event description:
Event description guidant received information that this right ventricular transvenous defibrillation lead had been exhibiting a steadily climbing pacing lead impedance. Recent measurements have been high and out of range. No adverse patient symptoms were reported.